Event description:
Per the clinic, the implant screw was electively explanted on (B)(6) 2025 under general anesthesia. Subsequently, the patient was re-implanted with a transcutaneous osia implant system at new site.